Manufacturer narrative:
The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. After removing tissue the fixation helix could be smoothly extended and retracted. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead dislodged during a surgical procedure and was ultimately explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.